Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide catheter: hyperion 6f spb3.5. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. In this case, it is possible that the balloon became compromised during advancement with the moderate tortuosity, heavy calcification and 90% stenosis anatomy resulting in the reported balloon rupture during the second inflation: however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric de novo lesion in the distal left anterior descending coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. A 3.00 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced with no resistance and the balloon inflated to 8 atmospheres for 20 seconds. The balloon ruptured on the second inflation to 8 atmospheres. The bdc was removed with no resistance and the procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.